Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump was not delivering insulin, but she was not getting any alarm since the night before. The customer had high blood glucose over 500mg/dl and was unable to get back down. The caller experienced dry mouth, thirst, and frequent urination. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. Advised the caller that the device would be replaced, and revert to back up plan. No further information was provided.